Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had some cracks around where the reservoir insert and also no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.